Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat cystocele and enterocele and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat cystocele and enterocele and mesh was used. Additional narrative: it was reported that post implantation the patient experienced recurrence, bleeding, vaginal scarring and urinary/bowel problems. (B)(4) - undefined recurrence; urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 in order to treat a cystocele, an enterocele, and mixed incontinence and mesh was implanted. The patient underwent the concurrent procedures of anterior colporrhaphy with anterior mesh, cystocele repair using vaginal mesh, and enterocele repair of vaginal approach using vaginal mesh cystoscopy. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. It was reported that post implantation the patient experienced recurrence, bleeding, vaginal scarring and urinary/bowel problems. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-21414. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.